Event description:
A phone call was received from a social worker in nicu (neonatal intensive care unit) requesting that a urine toxicology screen be re-tested on a newborn that had been reported as positive for cannabinoids. The specimen was re-tested on same analyzer and found to be positive and subsequently sent to a reference laboratory for confirmation. The reference laboratory reported cannabinoids as negative. The specimen was visibly contaminated with feces, so it was thought that this contributed to our false positive result. The social worker reported that they had received a couple of other positive cannabinoid results and felt as though they may have been false also. Previously reported positive cannabinoid results from the nicu were no longer available to re-test. Siemens, the manufacturer of the analyzer and reagents, was called for investigation. They reported that there have been no problems with false positive results and they sent a list of cross-reactive substances. Nothing on the list explained the false positive. Another urine toxicology specimen from the nicu came up positive for cannabinoids, but negative on the medtox card backup testing. This specimen was clear and not visibly contaminated. The technical application specialist from siemens was notified again in order to escalate the investigation. They called back with the following information: "baby wash/shampoo may contaminate the urine specimen taken from a neonate, causing an erroneous cannabinoid test result. Using a copious amount of water, thoroughly rinse such products from the neonate's body before collecting the specimen. I had already found this information in the package insert for the test and relayed this to the nicu contact person. She said that they do not use soaps and nothing has changed about their process in the nicu. Siemens had just updated to new emit drugs of abuse reagents the first of february. Our technologists have been alerted to re-test all neonatal positive urine toxicology screens on the medtox card back up until further notice. It is not known if there is the possibility of erroneous results on adult specimens also.the reporter indicated nicu collected the urine specimen in a bag collection container attached to the baby and transferred to a screw top urine cup container. The specimen was centrifuged prior to testing to remove particulate matter. The supernatant was clear and was use for testing. They have two chemistry analyzers but only one analyzer is loaded with the reagents for urine toxicology screen. Their backup method is a manual test called medtox veredict ii card test. They do not routinely re-test positive urine toxicology results unless it is requested. Baby's mother urine tested negative on the toxicology screen. Since this event urine specimens contaminated with fecal material are unacceptable. Also, they requested nicu to send a sample of any baby wash they use to be tested for toxicology.